Event description:
It was reported that during receipt of the product at the user facility it was observed that the battery holder is broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred when the product was received from transit, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results. The device evaluation shows the device broke as designed at the designated breaking point. It has been determined that if the device breaks at the designated breaking point, it does not pose a risk of causing or contributing to a serious injury or adverse event. This record is a follow up to denote the original filing was in error.

Event description:
It was reported that during receipt of the product at the user facility it was observed that the battery holder is broken off. No medical intervention and no adverse consequences were reported with this event. As this event occurred when the product was received from transit, there was no patient involvement and no delay to a surgical procedure.